Manufacturer narrative:
Clinical investigation: there is a temporal and possible causal or contributory relationship between hemodialysis utilizing the 2008t bluestar hemodialysis machine and the patient event of becoming unresponsive with nausea and vomiting. However, there is no documentation to show that the 2008t bluestar machine malfunctioned. The treatment data sheets are not available to review. The amount of fluid removed cannot be confirmed without the treatment records. It is unknown how long the patient¿s treatment was programmed with those parameters. It is unknown if the patient¿s vital signs were unstable prior to this event occurring. The patient¿s vitals were not provided. Although, the rn stated that the pause button was pressed to temporarily stop the treatment and denies turning off the machine, pressing the new treatment button, or experiencing a power failure, the information suggests otherwise. The 2008t machine is programmed to reset the treatment uf parameters to a uf goal of 3000ml, uf time of 3 hours, and a uf rate of 1000 after pressing and confirming the new treatment key or after a long power down. No timeframe was provided for when the treatment was paused or restarted. The treatment cannot be paused from the trends screen. The rn would have had to go to the home screen to pause the treatment or use the control panel to press the new treatment or power buttons. Without additional information and review of the treatment records, it cannot be determined if there was user error during this patient¿s hd treatment that caused or contributed to the patient¿s adverse event or if the patient was medically unstable and adverse event was not related to the reported increase in uf parameters. Based on the available information, the 2008t bluestar hemodialysis machine cannot be excluded as contributing to the patient¿s adverse event during hd treatment. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that during treatment, the patient´s goal was set for 450, air was noted in system, and treatment was paused. The air was removed and treatment restarted. The rn stated that she did not realize that the goal defaulted to 3000 when treatment restarted. The rn stated that she did not press new treatment, there was no power failure, and the machine was not turned off and back on. The clinical specialist was unable to explain why the machine defaulted to 3000 when treatment restarted. The rn stated the patient crashed due to the high goal setting. Upon follow up, the rn verified the reported event and being the back up to the normal hd nurse. The rn hit the trends tab and had it set for 450 at the start of treatment. The nurse paused treatment and married the lines to get air out. Once treatment resumed, the machine defaulted to an ultrafiltration (uf) goal of 3000 that was not noticed for a treatment time of 3 hours. The rn stated that this was noticed several minutes into the patient¿s hemodialysis (hd) treatment. The patient was unresponsive and did not have a blood pressure reading. The rn administered a saline bolus of 700ml and the patient status improved. However, the patient began feeling nauseous and vomited shortly after the saline bolus was received. The uf was then turned off after the saline bolus. There were no machine alarms. The patient did not complete treatment. The patient¿s pre and post treatment weights were 60.1 and 60.9 and the same scale was used for both readings. The rn confirmed that the patient did not eat or drink at all during treatment and no additional fluids were provided to the patient other than the 700ml saline bolus. The rn confirmed that there were no additional patient injuries, adverse events, or medical interventions required as a result of the reported event. The patient did not have any additional treatments that were required and is doing fine. The dialyzer used was a nipro elisio 15h. The rn stated that the machine was not removed from service and that no parts were replaced and no repairs made. The patient is continuing regular hd treatments with no further issues.